Event description:
The following has been reported: biomed reported numerous pump problem alarms, no patient harm. Battery fault message in ims status: batt 2 communication failure. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (pressure sensor board). Reporting due to referenced issue. No adverse effects were reported. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.